Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused difficulty breathing. The patient did report to receive medical intervention and went to the ermergency room twice. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.